Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 2000 ohms. Additionally, it was noted the patient had high thresholds. Subsequently, the device was re-programmed as the patient did not pace in the rv. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead was fractured. Subsequently, the lead was surgically abandoned and replaced, and the patient underwent a routine pulse generator change out. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 2000 ohms. Additionally, it was noted the patient had high thresholds. Subsequently, the device was re-programmed as the patient did not pace in the rv. No adverse patient effects were reported.